Event description:
Pt went to operating room for acute appendicitis. During surgery, a blue load stapler was placed over the appendix. On attempting to reposition, the stapler would not fire or release tissue once it was clamped. Another trocar was inserted in order to insert another stapler to remove the appendix and tissue. Pt tolerated the procedure well and was discharged to recovery room in stable condition.